Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve completely separated from the vizigo¿ sheath and went into the hub. They were removing the needle and the dilator when the valve was dislodged. The valve was not damaged and that there were not any issues when they inserted the dilator. The sheath was replaced. No adverse patient consequence was reported. Additional information was received on 30-mar-2022. It was reported that the hemostatic valve broke/separated. The hemostasis valve looks to be in a single piece. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 28-apr-2022. The device evaluation was completed on 02-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve completely separated from the vizigo¿ sheath and went into the hub. They were removing the needle and the dilator when the valve was dislodged. The valve was not damaged and that there were not any issues when they inserted the dilator. The sheath was replaced. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record review (DHR) was performed for the finished device 50000093 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)